Event description:
It was reported that the in situ measurements of concerned device show that the electrode channels' impedances are fluctuating since (B)(6) 2012. It could not be confirmed whether the hearing performance has been affected or not.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.